Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to troubleshoot the issue, but the customer was unavailable. No additional information was provided.